Event description:
Rptr states implants were not replaced, and claims she had a total of 2 breast surgeries beginning with first implant surgery. Devices were explanted; and biopsies were done on tissue samples and examined pathologically. Devices were placed for cosmetic reasons. Left implant ruptured, rptr complained of numbness (nipple or breast) on both right and left sides. Right implant bled through envelope. Rptr had capsular contractures on both sides, and did not have open or closed capsulotomies for treatment. Rptr claims to have been diagnosed with following after implantation: interstitial cystitis, anxiety and/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, seizures, chest/rib cage pain and/or burning sensation, elevated cholesterol or triglicerides, itchy and dry eyes, also "floaters"; chronic pain, frequent low grade fever, chronic diarrhea and/or constipation, irritable bowel syndrome, substantial hair loss not connected with medications, frequent migraines/severe headaches, unusual chronic infections, joint inflammation, swelling, pain/arthralgia, persistent joint stiffness, chronic swollen lymph nodes/lymphadenopathy of neck/glands, chronic unexplained muscle spasms, muscle pain and burning, fibromyalgia, unexplained rashes, sun sensitive, unexplained severe itching, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, granulomas or silicanomas, clumsiness/drop things, misjudge distance/run into objects, and sicca. Operative report; july 30, 1993. Preoperative diagnosis: bilateral breast pain, bilateral change in breast shape, bilateral change in breast size, foreign body mastitis, retained foreign body material, foreign body granuloma. Postoperative diagnosis: same, with confirmation of bilateral ruptured mammary prosthesis with intracapsular extravasation. Operation performed: bilateral breast exploration, excision of foreign body granuloma, total capsulectomy and modified superior pedicle reconstruction. Integument was removed accordingly and nipple areola complex isolated. A pericapsular dissection was performed with left prosthesis first and it was impossible to do dissection in axillary area with prosthesis in capsule. Therefore, capsule was opened and ruptured prosthesis was removed. Total capsulectomy was completed in axillary area and bleeding was controlled with electrocautery. There was no vascular distress. At this point in surgery, exact same procedure was carried out on opposite side with identical pericapsular dissection with removal of prosthesis in order to facilitate dissection. Right prosthesis was removed in tact. There were no visible or palpable strands on prosthesis or intracapsular area. Pathology report: submitted is a pouch of membrane which is opened and measures approx 15 x 8 x 0.5 cm. There is no obvious nodularity. One surface is smooth and other has attached bits of reddish tissue. "R.p.e.", one cassette. Submitted is a fibrous capsule which is opened fully. One portion measures approx 9.5 x 9 x 0.1 cm & there is a tail which measures approx 12 x 4 x 0.1 cm. One surface appears smooth and other has attached bits of reddish tissue. "R.p.e.", one cassette. These sections show fibrous membrane with underlying striated muscle and fatty tissue. There is some minor chronic inflammation in striated muscle. Membrane itself is composed of dense hyalinized collagen. Near one edge there are some vacuoles surrounding histiocytes consistent with silicone granuloma and in another zone there are many foamy histiocytes and nearby vacuoles consistent with silicone granuloma. Diagnoses: 1. Hyaline fibrous membrane, showing foci of silicone granulomas from right breast. 2. Hyaline fibrous membrane, showing foci of silicone granulomas from left breast. Dr's dictation: removal date is 7/30/93. Two implants are recovered with two very small tissue samples and two larger containers of tissue labeled appropriately right and left. Supplementary tissue from capsule appears to be sampled from major container but it is repackaged in very small 10 cc containers. Whole series of specimen is contained within selfseal plastic bags. Prostheses are identified as surgitek scl type. These bear the inscription scl 300 on shell and they have a glued elastomer number on the inside indicating 300 ccs as well. Right implant has a large equatorial pleat and pleat shows material upset at several points within pleat line with preferential loss of oil. There are additional areas where shell is degraded consistently with devices made according to same process. Gel is medium yellow and shell is adhesive with respect to polyethylene and with respect to several other plastics, therefore, confirming loss of barrier properties due to swelling of outer polymer layer. Gel is not grossly contaminated. Left implant is recovered in a perforated state. There are multiple perforations on pleats on equator, largest measuring approx one cm in width and it is coincident with a prominent pleat. There are additional minor perforations on equivalent pleat lines, gel is bright yellow and has internal turbidity preferentially at site of perforations. There is air space in implant. There are additional pleat lines on equator with still more minor perforations. In summary, implant has reached end of its useful life, it is multiply perforated along natural pleat lines which are at expected site. The counterpart implant, the one on right, shows precursor signs of the same events happening and there are additional features suggesting errors in construction for both devices. On left side, patch has missing portions of the edge. On the right side the patch lap shows multiple doubles on edge and as such the product deviates from the quality assurance specifications. The surface has an unusual powdery feel typical of the scl with onset of shell degradation.